Event description:
After opening the phaco kit, the resource nurse noticed a hair (blk & wht [black and white]) on the bag of the fms. All items in the kit disposed of as well as all product on the back table.